Manufacturer narrative:
Sc-1160, s/n (B)(6). This implantable pulse generator remains implanted in the patient and has not been returned. As such, physical analysis has not been conducted in our laboratory. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Sc-2317-50, s/n (B)(6). The allegation of high impedance has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent-kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. Laboratory analysis determined that the lead became kinked after exiting the clik anchor, exposing the bent location to excessive mechanical force or movement causing the cable fractures right at the anchor point. Sc-2317-50, s/n (B)(6). The allegation of high impedance has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent-kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. Laboratory analysis determined that the lead became kinked after exiting the clik anchor, exposing the bent location to excessive mechanical force or movement causing the cable fractures right at the anchor point. Sc-4318, lot 24107721. External visual inspection revealed no anomalies. The clik x anchor exhibits normal device characteristics.

Event description:
It was reported that the patient was experiencing pocket pain and loss of stimulation on one side. The physician initially implanted the implantable pulse generator (ipg) at the bend of the waist, and used a small incision for the ipg pocket, which caused the ipg to migrate and cause the patient pocket pain. In addition, an impedance check revealed high impedances on six contacts of the left lead. The patient underwent an ipg and lead revision procedure and the physician repositioned the ipg upward by four inches. While the physician was removing the left lead, the right lead pulled as well and fell off the sterile field requiring both leads to be replaced. The patient was reportedly stable post-operatively. The explanted devices will be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 5102460. Product family: scs-linear leads: upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 5101788. Product family: scs-lead fixation: upn: m365sc43180, model: sc-4318, serial: n/a, batch: 24107721.

Event description:
It was reported that the patient was experiencing pocket pain and loss of stimulation on one side. The physician initially implanted the implantable pulse generator (ipg) at the bend of the waist, and used a small incision for the ipg pocket, which caused the ipg to migrate and cause the patient pocket pain. In addition, an impedance check revealed high impedances on six contacts of the left lead. The patient underwent an ipg and lead revision procedure and the physician repositioned the ipg upward by four inches. While the physician was removing the left lead, the right lead pulled as well and fell off the sterile field requiring both leads to be replaced. The patient was reportedly stable post-operatively. The explanted devices will be returned.